Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient had a syncopal episode. It was indicated the patient had suddenly fainted on (B)(6) 2017. No further complications were reported/anticipated.